Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2018-feb-15 information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they got the device for bladder, but now they were having trouble with bowel and was not going as much as they had. The patient noted that they were going but was having a hard time going and it was very difficult. The patient stated that they had taken a stool softener in the morning and it usually helped before the device but had not helped since getting the device. The patient noted that they were on program 1 at 1.5 volts when they went home and decreased to 1.4 at the beginning of the week but it had not helped. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected. On 2025-jul-25 additional information was received from the patient. They reported that the trial worked great, but the interstim didn't work as well, plus they started getting sciatic pains in their leg, so they had it removed.